Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Bat207676 - battery / catalog number 1650de / expiration date 05-31-2016 UDI #: unknown (B)(4). Bat207651 - battery / catalog number 1650de / expiration date 05-31-2016 UDI #: unknown (B)(4). Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the batteries were malfunctioning. The batteries were unable to provide power to the controller. The batteries were tested on the other controller port without success. The devices were exchanged with no reported patient consequences. No further information was provided.

Manufacturer narrative:
Additional information indicates that the batteries are not charging on the charger, with the indicator showing a flashing red light. The result was the same when different ports were tried. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.